Event description:
One of 4 side rails was found to be detached from the citadel plus bed frame by an arjo representative. There was no patient involvement at that time. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Manufacturer narrative:
One of 4 side rails was found by an arjo representative to be detached from the citadel plus bed frame. There was no patient involvement at that time. No injury was claimed. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. In the investigated case side rail connected to the width extension section, was fully detached from the bed frame. An arjo representative established that the width extension was detached from the frame due to a missing bolt assembly responsible for holding the side rail in the width extension slides. The circumstances in which the issue occurred are unknown as no bed fault was claimed by the customer. Based on the complaint analysis, no similar issue occurred within last 2 years. According to citadel plus instruction for use (831.374-en), preventive maintenance is to check the width extensions weekly and to check that the bed extension locks securely in all three positions - yearly. If the result of any of these tests is unsatisfactory, contact arjo or an arjo-approved service agent. Arjo device failed to meet its performance specification since the side rail connected to the extension frame section was detached from the bed frame. There was no allegation of the device being used for patient treatment when the malfunction occurred. This complaint is deemed reportable due to an allegation of safety side detachment from the bed frame.